Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and a cracked reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The issue was not resolved with a battery change, the insulin pump alarmed again. The blood glucose reading was 540 mg/dl. The customer reported that the blood glucose had run high due to the insulin pump being off, and the customer treated with manual injection. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer cleaned the battery cap and inserted a new battery during troubleshooting, and the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.